Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to air entrapment. Therapy was then deactivated and the air was massaged out. Provocative maneuvers were completed with no noise produced. Therapy was then activated and the device remains in service. No adverse patient effects were reported.